Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 140 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that while driving, the patient experienced confusion and vision disturbance with field cuts. The patient was admitted (B)(6) 2017 through (B)(6) 2017. The patient experienced an embolic stroke. Inr at the time was 3.2 on the day of the event. The inr on (B)(6) 2017 had been 2.3. The patient was placed on IV heparin and was discharged on (B)(6) 2017 with increased inr goal of 3.5. Field cuts remained present. It was noted that the historically, the patient has some sort of clotting disorder but due to the patients acute situations it was never evaluated. The patient also had pulmonary embolisms prior to the lvad implant post ECMO and also had a cardiac arrest that started the whole chain of events prior to implant but had normal coronaries. An echo cardiogram revealed that the patient also had a left apical thrombus at the time of implant. No additional information was provided.